Event description:
In 2008, the pt reported an elevated blood glucose reading of 459 mg/dl with her normal reading being 156 mg/dl. She stated she did not experience any symptoms and corrected her reading by giving herself a bolus of insulin. During troubleshooting, the pt stated she changes her infusion headset every 3 days and her infusion set tubing every 10 days. The pt was advised to change the tubing every 6 days. Troubleshooting did not find any prod issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.